Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump was emitting call service 052 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: a review of the alarm history showed multiple call service 052 alarms. The pump was powered on to a call service 052 alarm. The pump was opened to find moisture damage on the printed circuit board. Further testing could not be performed due to the call service alarm. The call service alarm was due to the moisture damage.

Manufacturer narrative:
Follow-up #2 date of submission 03/29/2017 - correction to serial #.